Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the vessel below the knee in the left superficial femoral artery. A 7.0mm x 60mm x 135cm sterling balloon catheter was advanced for post-dilation. However, during inflation, the balloon ruptured within specified pressure. The procedure was completed with another of the same device and no patient complications were reported.